Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found the instrument getting 2239 bf probe purge failure error messages. Fse replaced the 2-way waste valve for probe 1 and then performed many primes without any errors. Fse then performed troubleshooting for the imprecision of free triiodothyronine (ft3) and free thyroxine (ft4) assay results and found that the results were low. Fse cleaned the drive shafts for the sample nozzle worm drive and the sample syringe worm drive. Fse then checked the sample syringe and replaced a worn sample nozzle. Fse then performed all alignments and adjustment for the sample nozzle and sample syringe but the instrument continued to exhibit imprecision. Fse then removed the detector lens and visual examination found frosted with debris. Fse then cleaned the detector lens ad reran the ft3 with acceptable results. Fse also performed the level sense and clog tests and adjusted accordingly. The customer was then advised to recalibrate all assays and the results were within established ranges. The instrument was performing as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 14-jul-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual: attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling: for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. Analyte application manual for free thyroxine (ft4) states the following: evaluation of results, quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to a dirty detector lens.

Event description:
A customer reported that the free thyroxine (ft4) quality controls (qc) and patient samples have been imprecise on the aia-900 instrument. When the customer initially ran the ft4 qc and patient samples two days prior, the results were out high. The customer recalibrated and qc and patient results were in range. However, when trying to run ft4 again, the qc and patient results were low. Technical support suggested the account perform a precision study using level ii controls. When the customer ran the precision study using a patient sample, the result was 1.08 ng/dl the day before. The customer ran the same patient sample 15 times the next day with all results between 0.27-0.31 ng/dl. The qc also resulted in the range of 0.27-0.31 ng/dl. The customer did not report any ft4 results due to the qc results being out of range. There was no indication of patient intervention or adverse health consequences due to the discrepant results.